Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported was not confirmed. The device was tested and it was observed that it functions properly and passes all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the electric motor did not function properly. The assignable root cause was determined to be due to wear on mechanical and electronic components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device had intermittent power issues. The reporter stated the device was checked with other battery devices and casing devices with the same result. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.